Event description:
It was reported that the customer's reservoir was leaking past the second o-ring and the customer had been hospitalized for low blood glucose levels. Hospital staff stated there was fluid in the reservoir compartment. Customer returning reservoir for analysis. Blood glucose level was 22 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).